Event description:
It was reported the single use combination cleaning brush disintegrated. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d8, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In the investigation, two potential lot numbers and two manufacturing dates have been found. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. The event can be [detected/prevented] by following the instructions for use which state: the instruction manual for bw-412t (drawing number gk1939, revision number 02) did not include any information regarding bristle loss from the brush. However, the instruction manual for the endoscope (cleaning, disinfection, and sterilization) (drawing number ge1016, revision number 11) contains the following descriptions: ¦ brushing the suction cylinder ¿when inserting the channel-opening cleaning brush into the suction cylinder, do not forcibly insert the brush beyond the middle of the brush section. Otherwise, the brush may become stuck in the suction cylinder. 1. Insert the channel-opening cleaning brush into the suction cylinder as illustrated by c in figure 3.22, until half of the brush section is inserted. 2. Turn the inserted brush once. 3. Pull the brush out and clean the bristles with your fingertips in the detergent solution. 4. Repeat until all debris is removed olympus will continue to monitor field performance for this device.

Event description:
The customer reported the procedure was completed with the same equipment and without any delay.